Manufacturer narrative:
The impella cp pump product and data logs were returned for analysis. The manufacturing review found no other complaints leveled against this lot of impella cp pumps. Upon analysis of the pump no defects were found. The introducers were not returned for analysis. The cause of the hematoma was not able to be identified. Given that the root cause was not determined, there will be no corrective action recommended. The failure mode will be monitored and trended. (B)(4).

Event description:
On (B)(6), a (B)(6) year old male was admitted with an acute myocardial infarction, having several rounds of CPR and shocks prior to admission to the cardiac cath lab. While the field representative was on route for clinical support, the impella cp, placed via the right femoral artery, was exhibiting low pump flows. Per recommendation, the team adjusted and repositioned the pump position within the left ventricle multiple times. To troubleshoot further, the impella console was exchanged. The angioplasty procedure continued with the hemodynamic support of the impella cp, and the physician made the decision to leave the cp in for support within the ICU. The team prepped the patient for transfer to the ICU, by removal of the 14fr introducer and advancement of the impella cp's repositioning sheath. The team at this point noticed the patient was developing a hematoma and began to hold pressure. The impella was explanted and the team attempted to place a 14 fr x 13cm cook introducer at the arteriotomy to lessen the blood loss. The cook introducer was then removed and the groin closure device, the 8fr angioseal system, was to be placed. The angioseal placement was not successful, and so the 14fr x 30cm introducer was left at the groin arteriotomy site with a femostop placed on top to stop the groin bleed. In addition, to treat the blood loss at least 3 units of blood replacement product was infused.